Manufacturer narrative:
Analysis was able to confirm the customers comment with regards to the programmer interrogation issue. After analysis of the logs, it was found that the application was hung post interrogation and at report generation. This is a known issue and the investigation is ongoing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the programmer's screen "froze" during interrogation of an implantable pulse generator (ipg). The programmer was rebooted but froze again. As a result the programmer was unable to program the necessary pacing settings including the bipolar pacing on the left ventricle (lv) lead of the ipg. An alternative programmer was used to complete the procedure and successfully interrogate the device. The device remains in use. No patient complications have been reported as a result of this event.